Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the enclosure to be dirty and scuffed, drain fitting rusted, pole clamp dirty and line cord is old and worn. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent functional testing by filling the tank with water and powering it on. The customer complaint was confirmed due to a bad pump assembly/ the problem source however has been determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the device did not have circulation fluid and did not heat up. No patient injury or complications were reported in relation to this event.